Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee replacement procedure, the blade broke while cutting on very hard bone. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported blade involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The device was sent to the product engineering who observed that the failure seen in this complaint could have been caused by a combination of contact with metal instruments and a bending moment being induced on the rods when trying to pry off a piece of bone. The IFU 's of handpieces associated with this device has the following warning; "do not apply excessive pressure, such as bending or prying, with the cartridge. Excessive pressure may bend or fracture the cartridge and result in tissue damage, loss of tactile control, and/or the ejection of cartridge fragments at a high velocity".

Event description:
It was reported that during a total knee replacement procedure, the blade broke while cutting on very hard bone. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.